Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. On review, the physician performed a follow-up procedure and noticed that this device, along with the right ventricular (rv) lead, exhibited a warning indicator for shock impedance; however, there were no visible out-of-range shocking lead impedance (sli) measurement recorded. The daily trend also showed in range measurements. The physician scheduled a follow up and turned off the beeping alarm in the interim. This patient later presented for follow up during which no issues were observed. The shock impedance alert was turned on and the patient was discharged to home. It was noted that this patient underwent a recent ablation procedure. A save to disk was performed and received for engineer review. Disk analysis indicated that there was an out-of-range-shock impedance measurement of an unknown nature which coincided with the time when the ablation occurred. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.